Event description:
Customer reportedly obtained results of 264 mg/dl and 130mg/dl on the advantage system within 10 mins. No action was taken based on device results. No adverse event reported related to these results. Requested return of suspect system and replacement was sent.